Manufacturer narrative:
Additional information has been included in the following sections: patient identifier: both adverse event and product issue; type of reportable event : reported as malfunction to reflect additional information in patient identifier; device evaluated by MFR: the device has now been evaluated by the manufacturer. As reported, when the tip was returned, it had been used for 316 reps. The tip passed flow, leak, and thermistor testing. The tip failed visual testing and functional testing was not completed due to the observance of dielectric breakdown on the returned tip. Although requests have been made for a patient status update, to date none has been received. Additional investigation results are pending.

Manufacturer narrative:
During evaluation of the treatment tip, service found damage to the tip membrane. This confirmed customers observation of hole on the membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating under-force and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records shows all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. Based on the available information, dielectric membrane breakdown of the tip most likely contributed to this event. It is unknown what caused damage to the treatment tip membrane. Though patient status updates have been requested, none has been received to date. The investigation is complete.

Manufacturer narrative:
The product has been returned by not yet evaluated. Manufacturing records have been reviewed and found to be acceptable. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that a (B)(6) year old female patient received a burn on the right cheek during a thermage face treatment. The burn was approximately 0.5-1.0 cm in size. Redness and blistering were reported. The patient was not able to provide feedback during treatment due to being placed under anesthesia consisting of 2% lidocaine + e2jml + 2.5 sod by IV. It was reported that skin was flat during treatment and that good contact was able to be maintained. Approximately 60mls of coupling fluid was used. The treatment tip was inspected prior to use with nothing notable reported. It was inspected every 50-100 reps thereafter. At around 316 reps the event occurred whereupon inspection, a tiny hole was observed on the tip's membrane. The highest energy level used was reported to be 3.5. Ice was applied after the procedure. The patient was given otc sulfazine. At the time of this report, blisters were resolving. A patient status update has been requested.